Manufacturer narrative:
Literature citation: nader abdel-rahmana. ¿metallic stents for airway complications after lung transplantation¿ publication 15 september 2013: pages 855-858. Device evaluated by manufacturer: the device was not received for analysis. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10008. It was reported via a literature article that patients experienced fever and haemoptysis post stent implant. The patient procedures occurred between (B)(6) 1997 and (B)(6) 2013. The indications for lung transplant (ltx) in these patients were: cystic fibrosis, emphysema, pulmonary fibrosis, pulmonary hypertension. All patients who required the self-expanding metallic stenting (sems) placement presented with signs and symptoms of airway obstruction including shortness of breath, cough, effort dyspnoea and wheezing. No immediate significant complications were associated with the self-expanding metallic stenting insertion procedure. Two patients developed short-term fever that responded to antibiotics and 1 had haemoptysis that resolved spontaneously. No patients required operative intervention following the procedure.